Event description:
It was reported that during implant the lead exhibited low impedance. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of low lead impedance was confirmed in the lab. An electrical short between the inner and outer coils near the connector pin was noted leading to low lead impedance measurements. The cause of the short was overtorque of the inner coil in the field during the surgical procedure.